Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and a colorless particle was observed inside the bag. It was a colorless rounded fragment with a round feature near the center. This morphology is consistent with the membrane tube film. The administrative port tube was examined for the presence of the membrane film. The membrane film was absent. The reported condition was verified. The cause was determined to be a result of spiking the administrative port, and the membrane film was detached from the port tubing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter identified in an intravia empty container after spiking the bag. The bag had been filled with a pediatric stock solution and had been accessed using a 16 or 18 gauge needle. This was noted during setup. There was no patient involved. No additional information is available.